Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced mechanical issues with the device as it attempted to be cycled and it would not inflate. An inflatable penile prosthesis (ipp) revision surgery was performed in which the cylinders and the pump were removed, the reservoir was left in the patient and a tracta was implanted. During the procedure, a hole in the tubing between the pump and left cylinder was noticed which caused a fluid leak. There were no further complications.